Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided one used introducer catheter. The needle was not returned. Through microscopic inspection, two small puncture holes were observed in the catheter body at 4 mm and 8 mm below the luer hub. The punctures occurred from inside the catheter. A device history record review was performed with no relevant findings. It appears that the punctures were made by the needle during insertion. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4) additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion in the operating room, the user found the catheter over needle damaged below the hub. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.